Event description:
It was reported that the pt never had therapeutic effect. The pt was getting stimulation, but not the appropriate coverage. The pt also complained of the stimulator hurting when she sat in some chairs. The stimulator was replaced with a smaller stimulator. The original leads were left in place. The pt was able to get good paresthesia coverage of all painful areas in post-op.

Manufacturer narrative:
.